Manufacturer narrative:
(B)(4). The homechoice device was returned and an evaluation was completed. An external/internal inspection was performed with no issues found. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device passed the electrical test but failed the rite functional test due to multiple fills and drains being outside of volumetric specifications. The device passed temperature verification testing. An inspection of the door assembly found that the piston foam was deteriorated and the door piston was cracked. Upon conclusion of the investigation, the cause of the failure was determined to be deteriorated piston foam. The piston foam was replaced. A service history review was performed and revealed no issues that could have caused or contributed to the reported issue. This issue is currently being addressed through a CAPA. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the homechoice machine failed fluid volume accuracy testing. There was no patient involvement. No additional information is available.